Manufacturer narrative:
Qn# (B)(4). The facility has communicated that the device is not available for investigation. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 samples were taken from the current production p/n ae05ml auto endo5 ml lot# 73b1900051, samples were functionally inspected (fired) and issue reported "clips jamming" was not observed in the current manufacturing process the clips were loaded, closed and released correctly. The device history review for the product auto endo5 ml lot# 73g1800294 did not show issues related to the complaint. The customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopic hemicolectomy, clips remained stuck in the jaws of applier after ligation. That occurred several times in succession, and the md managed to remove them. Then clips got jammed in the applier and were not loaded. The md opened a new unit, which had the same result as the previous one. The device was replaced it with covidien endoclip iii to continue the operation. No clips fell in the patient.